Manufacturer narrative:
Follow-up #1: date of submission 20-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: a review of the pump black box data showed no pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. No moisture or corrosion was observed in the battery compartment. The returned battery cap had stripped threads; it was unable to maintain electrical connection and power loss occurred. The complaint of a power issue was duplicated. A test battery cap was able to fit to maintain electrical connection and was use for all testing. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.